Event description:
The dr. Was met with excessive resistance and the device would not deploy.

Manufacturer narrative:
The lot history record could not be reviewed, as the lot number was unk. The device was not returned for evaluation. Based on the info received about this event, the results are inconclusive and the root cause is unk. It was reported that this device was used as a stent graft in the femoral artery. This represents an off-label use for this device. The info for use for this device states. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms or in benign strictures after all other alternative therapies have been exhausted.